Event description:
It was reported that the device exhibited high thresholds. The physician attempted a repositioning, but could not find a position with acceptable thresholds. The physician noted that blood had ingressed all the way up the lumen of the lead.